Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the cassette was connected and the pump was started, it displayed "no disposable." The pump was not connected to a patient at the time, but the issue occurred once the cassette was attached to the patient. Troubleshooting was performed, but the alarm persisted. A continuous infusion rate of 2 ml/hour had been programmed, with a total volume of 92 ml and 0 ml delivered. The event occurred at the patient's home while in use.